Manufacturer narrative:
Attempts to obtain additional information were unsuccessful. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this device and left ventricular (lv) lead may have exhibited intermittent loss of capture, which was found at a routine follow-up. The patient did not report any adverse symptoms. A threshold test was conducted and it was found that the thresholds had increased. Subsequently, the output was increased and consistent capture was confirmed. This lv lead remains in service. No adverse patient effects were reported.